Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing that led to automatic mode switch episodes. Noise was not reproducible with isometrics or pocket manipulation. No intervention was performed. The patient would be continued to be monitored.